Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient might have a urinary tract infection and bloating in their abdomen. They have been constantly urinating the past 1.5 weeks and it had gotten worse. They were taking caporal. Patient went to see their healthcare professional the day prior to the report. Patient thought that the weather had been so hot that they could have cross contaminated with the wipes when wiping. Patient stated that they had turned up the stimulation to 2.9v when it was at 2.3v. Patient didn't know whether they ahd a bacterial or urinary infection. No further complications were reported.